Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced consecutive alert 38 motor stall restart notifications following two occlusion alerts shortly after a meal, with insulin delivery interruptions on an ilet system using a teflon 23" inset; blood glucose was 300 mg/dl and the event was attributed to an occlusion and repeated alert 38 restarts. Symptoms included hyperglycemia and irritability. Outcomes included no lasting health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, a device dry run to approximately 140 units without alerts, and a complete supply change using new components, after which insulin delivery resumed without alerts. Investigation of this case revealed a mechanical problem consistent with a stalled motor condition, though no damage was observed on removed supplies and the device functioned during dry run and after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.